Manufacturer narrative:
The returned device exhibited signs of scratching which were likely due to the reported dislocation or during transportation of the retrieved devices. It is unclear from the available information the cause for the reported dislocation.

Event description:
It was reported that revision surgery was performed due to dislocation.